Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different patient samples that were generated by the access instrument. Patient a: an initial accu tnl result was 0.07ng/ml. On the same day, approximately 7 hours later, a fresh sample was collected from the patient and tested for acc tnl; the result was 8.51ng/ml. On the next day, the customer re-tested (in triplicate) the 2nd sample for accu tnl. The repeated accu tnl results were: 0.08ng/ml, 0.17ng/ml, and 0.06ng/ml. Patient b: an initial accu tnl result was 3.90ng/ml. The customer re-tested the patient original sample for accu tnl. The repeated accu tnl result was 0.01ng/ml. The customer indicated that the erroneous accu tnl results were reported out of the lab and questioned by the physician. Based on available information, one patient received enoxaparin treatment; however, it was not specified which patient received the treatment. No report of patient injury requiring medical intervention was reported due to this event.